Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the top light source on the system was out. The bottom light source was used to initiate surgery.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The lamp bulb was found to be under the rated 400 lamp hours (386 hours). As a preventative measure the lamp bulb was replaced. The system was then tested and met all product specifications. The system was manufactured on february 21, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).